Manufacturer narrative:
The reported complaint was not verifiable. Per the user facility, all of the mounting pads from the box had been used and discarded so there was nothing to return for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, multiple level sensor mounting pads would not stick. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.